Manufacturer narrative:
The pad-pak was first installed successfully in march 2010 and performed to specification up to the 14th october 2012. On 18th october 2012 the device recorded a manual power up of ten minutes duration. Later on the device recorded a failed manual power up of ten minutes duration, due to a low battery. The device remained in fault mode until 18th december 2012, when the device was manually powered up and passed a self-test. On 20th february 2013 a new pad-pak was installed and the device manually powered up, passing a self-test. The device continued to perform successful weekly auto self-tests, alongside six random ten minute manual power ups, up to 26th may 2013. Further multiple manual power ups mainly of ten minutes duration where observed in the device memory between the 27th may 2013 and the final history log entry on 4th june 2013. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. Furthermore, the voltage fluctuation observed on the pogo-pins and the excess current drain measured would have contributed to the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.